Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. The device was returned to olympus for evaluation and the customer¿s allegation of cable malfunction and image screen black was confirmed. No new defects were found during the investigation. A definitive root cause could not be identified. The device history record was unable to be reviewed for this device since the serial number was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This instructions for use cautions: ¿do not screw the camera head into the video adapter. The camera cable will twist and equipment damage can result.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head cable malfunctioned, and the image screen went black. The image would occasionally show a black screen and then the image was normal. The issue occurred during preparation for use and the diagnostic procedure (hysteroscopy) was completed. It was reported no devices were replaced. There were no reports of patient harm.

Event description:
It was reported, the camera head cable malfunctioned, and the image screen went black. The issue occurred during preparation prior to sedation, and the diagnostic procedure (hysteroscopy) was completed. There were no reports of patient harm.

Manufacturer narrative:
E1: address: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.